Event description:
System error 2240 message appeared on the display of the home patient's machine during a dwell cycle of automated peritoneal dialysis therapy. A supply line became disconnected from the supply bag for an unknown reason. Service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.